Manufacturer narrative:
Product is not expected to be returned for evaluation.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in hyperglycemia. The customer reported that high blood glucose symptoms of dehydration, lightheadedness, vomiting, and chills started on (B)(6) 2020. The customer attempted to self treat her blood glucose for several days by administering correction boluses and insulin injections. On (B)(6) 2020 at 7:30am the customer received a blood glucose result of 360 mg/dl on her fora brand meter. The customer had her husband take her to the emergency room at 10:30am on (B)(6) 2020. The customer's blood glucose was taken upon arrival at the hospital, however the result was unknown. The patient was diagnosed with diabetic ketoacidosis and was treated with an insulin IV and other IV fluids. The customer was discharged from the hospital on (B)(6) 2020 at 10:30am with a blood glucose result of 98 mg/dl.